Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status was mol1, 49 charge processes had been registered.the memory content of the ICD was checked; all available iegms showed interference in the ventricular and the far-field channel. The signal sensing of the device was then checked and proved to be free of noise. The ICD sensed supplied signals free of interference. The ICD's connection system was examined mechanically. The screws of the shock and pace outputs were ok. Leads inserted as a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions defined by the is-1 and the df-1 standards. There was no material defect or manufacturing error.the ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. In particular, the charge time proved to be unremarkable.the production documents of the ICD were reviewed. All manufacturing steps had been carried out correctly. There is no indication of a material defect or manufacturing error.there were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - it was reported that the ICD, 45 months after implantation, had detected vf episodes due to oversensing. The lead was explanted and damaged in the process. An insulation defect was suspected. No deterioration of the patient's state of health was reported.